Event description:
It was reported that the nurse call alarm was constantly alarming during patient use and could not be cleared. The ventilator continued to ventilate the patient. The patient was not harmed and was placed on another ventilator. This hospital does not provide patient demographics.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.